Event description:
The customer contact reported that during testing at the user facility, it was noted the device intermittently turned off by itself. The device was returned to the biomedical engineering department for a report of, n251 (cassette test failure), n186 (distal occlusion), e437 (software failure) #13 (unintentional watchdog reset). No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.